Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. It was reported that the risk manager will not release the device. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair the tip of the needle broke while passing through tissue. The doctor was unsuccessful retrieving it and it still remains in the patient. An x-ray was taken to confirm the tip remains inside the patient. The procedure was successful and the patient is fine although the fragment remains. The doctor has no plans for a revision.